Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the student reported to the perfusionist that the roller pump was stuck in the fully unoccluded position. The roller pump was being used in the sucker position. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.